Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The noise was reproducible. The lead was replaced.

Manufacturer narrative:
The reported noise was confirmed. Analysis found that all 8 distal coil filars fractured at 17.7 cm from the pin. Deep tie marks from tight suture sleeve ties were found at 16.3 cm and 16.7 cm from the pin. Analysis of the fractured ends of the distal coil filars showed cyclic stress as the cause. The fractured ends showed smoothing, indicating the ends continued to rub together post fracture, generating the noise observed. The tight suture sleeve ties contributed to the fracture by holding it fixed, creating cyclic forces.